Event description:
Event description guidant received information that this atrial lead displayed an abnormal impedance measurement and triggered the lead safety switch feature on the pacemaker. Impedance measurements obtained when the lead configuration was programmed back to the bipolar configuration were only slightly lower than previous measurements. It was reported that the lead was tunnelled anteriorly across the patient's chest and that the patient was hit hard in the chest when run into by a grandchild. Review of electrogram's from atrial tachycardia response (atr) episodes from device memory indicated that noise on the atrial lead led to the storage of the atr events. It was determined that the lead had been damaged from the chest impact. Ten days later, the lead was surgically abandoned during a revision procedure and successfully replaced with another lead.